Manufacturer narrative:
A follow up will submitted when addtional information become available.note: this event occurred on the german market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.

Event description:
The event occurred in germany prior to use. It was reported, that pven, part does not zero. No harm to any person has been reported.as a pressure failure was reported, a report is needed. Complaint ID:(B)(4).

Manufacturer narrative:
It was reported, that pven, part does not zero. The failure occurred prior to use during priming. No harm to any person has been reported.a pressure reading issue, can lead to a pump stop, if the intervention is set by the user, therefore a report is requireda getinge technician was sent for investigation. The failure could not be replicated. No parts were replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected hls can be excluded as cause of the failure as it is in use without a malfunction.as the failure could not be replicated, the root cause remains unknown.however, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure:- wrong plugged external pressure sensor or disconnection (mix up)- disturbed (emi) pressure sensor- connection of non-compatible sensor- positive or negative pressure beyond specification (release of tubes) - too high / low atmospheric pressure .according to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm.in the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean.the device was manufactured on 2022-05-03.the review of the non-conformities has been performed on 2026-04-01 for the period of 2022-05-03 to 2026-03-19. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.based on the results the reported failure "pven, part does not zero" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID:(B)(4).